Event description:
An abbott representative observed evidence of fire on the architect i1000sr analyzer. The customer received an error message for temperature too high for reagent cooler, and the abbott representative visited the customer site to repair the cooler onboard the analyzer. Smoke damage was noted: a burned plug and socket inside of the instrument was found, with no visible fire or smoke outside of the instrument. No injuries occurred.

Manufacturer narrative:
Further investigation of the customer issue included a review of historical and complaint data, a review of labeling, and service of the instrument. Review of the data did not identify any product issue or adverse trend. Labeling was reviewed and found to be adequate as current labeling advises the operator of potential hazards and safe operating procedures. An abbott field service representative (fsr) visited the customer site to repair the reagent cooler onboard their architect i1000sr analyzer (serial number (B)(4), as part of an architect ci4100 integrated system. The fsr found a burned plug and socket part (part number 7-97212-02) inside of the instrument, with no visible fire or smoke outside of the instrument. The event was restricted to the plug/socket of the power connection to the reagent cooler assembly (part number 7-97180-02) and that there was no allegation of fire/smoke/burning in association with the reagent cooler assembly itself. Pictures verified the plug and socket burn damage. Service also replaced the reagent cooler assembly. Abbott equipment is certified to appropriate safety standards and adequate protection is provided for the operator against the spread of fire from the equipment. Service to the instrument resolved the issue. Based on the results of this investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).